Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. However, the device has not yet been received as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was alleged that the force bipolar instrument's tip were unable to open. There was no report of patient injury.